Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began at approximately 1:47 pm on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with a combination of januvia, 500-1000 mg and gliperide pills 4 mg. She claimed that her ¿blood glucose level was high¿ immediately after attempting to test with the subject device and self-treated by taking her oral diabetes medications. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips but the issue was not resolved with troubleshooting. The replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient did not report any symptoms of high blood glucose and there is no evidence that she received any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.